Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  The customer's device showed ok on the readiness indicator and the battery had approximately 42% of its power remaining (2 bars on the readiness display).  Physio was able to successfully power the customer's device on using their battery, as well as charge and shock, multiple times.  No discrepancies were observed. Physio then downloaded the electronic record from the patient event and was able to confirm that the device did power off (with no low battery events) for 7 seconds before power was restored; however, the cause of which could not be conclusively determined.   After observing proper device operation through functional and performance testing the unit was returned to the customer for use. A clinical review was performed where it was determined that the device use did not contribute to the patient outcome.  Physio observed that effective defibrillation was provided to the patient and that the delay between when a shock could have been delivered and when a shock was delivered was less than 30 seconds.

Event description:
The customer contacted physio-control to report that during an event their device powered off by itself.  The customer further indicated that the device was properly connected to the patient and had gone through an analysis, followed by a shock advised decision.  The device then charged and upon attempting to deliver a shock, the unit powered off even though the battery gauge on the readiness indicator showed two (2) bars.  The device user then pressed the power button in order to power the unit back on.  The device was then used for the remainder of the event and successfully delivered two (2) shocks to the patient. The patient, a male, did not survive the event.  No further details about the patient were provided.  Physio has been unable to contact the customer in order to obtain additional information about the patient.